Event description:
It was reported the patient received the following results within 15 minutes: 88 mg/dl at 5:47am, 172 mg/dl at 5:51am, 129 mg/dl at 5:51am, 108 mg/dl at 5:51am, 162 mg/dl at 5:52am and 126 mg/dl at 5:52am.